Event description:
The hosp reported two separate incidence of biological material leaking out of the distal tip of the endoscope after having been reprocessed. The endoscope was immediately taken out of service. There were no allegations of pt infection of injury associated with these events.